Manufacturer narrative:
This complaint has been submitted under (B)(4). Functional testing found the device did not power on with the original battery pack, but did power on with the lab battery pack. Visual examination found that the device had fluid in the tubing and within the battery pack the tech found (1) of the batteries had leaked inside the pack. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the surgery, this compliant product didn't spray saline water. Upon evaluation it was noted one of the batteries were leaking. There was no harm; a 0-15 minute delay occurred with the patient under anesthesia due to preparing another device for use. No other adverse events were reported as it relates to this event. No further event information available at the time of this report.